Event description:
The recipient reportedly experienced a hematoma. Antibiotics (type unknown) were provided, and the recipient was advised to cease device use for one month. The swelling has reportedly improved, and recipient has resumed device use, and sound quality has improved as well.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d6b & h6. Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device successfully. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.